Event description:
The battery on the customer's pump is depleting fast. The impact to the customer's blood glucose level is unknown.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.